Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was giving inaccurate results. On (B)(4) 2013, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information, however, the patient did not want to answer any follow up questions therefore the complaint is classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began approximately around (B)(6) 2012 at an unknown time. He claimed he was receiving readings that were inaccurate based on his normal readings/feelings but did not provide the test results nor indicate whether he felt the alleged readings were too high or too low. The patient reported that he tests 2x per day and manages his diabetes with oral medication along with diet and exercise. He denied making any changes to his usual diabetes management routine in response to the alleged issue. He claimed on (B)(6) 2013 at approximately 1am, he developed symptoms of "shaking and sweating." It is not known if the patient had tested using the subject device just before, during, after the onset of his symptoms. He reportedly self-treated also at 1am with food/drink. No other device was used for testing. At the time of troubleshooting, the cca noted that test strips were unexpired and stored correctly, a control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.